Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle unit of the gas modules replaced. The replaced parts were returned for investigation. The received logs confirmed the reported failure at 2021-07-12. The investigation revealed that the returned nozzle units passed all tests without any discrepancy when it was connected to a test ventilator. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The root cause could not be determined since the reported problem could not be reproduced.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#:(B)(4).